Event description:
The patient reported she activated the pod on her abdomen on the right side and on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history. At 8:56 pm, she noticed a blister, it was raise 2 inches from the skin and the size of a quarter with clear liquid. The pod was then deactivated and discarded. Her site was now bright red and there was liquid oozing out of it. On (B)(6), she decided to go the emergency room and upon arrival they placed he ron antibiotics of mupirocin and sulfamethoxazole for her skin infection.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.